Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic via merlin.net transmission. Upon interrogation, the right atrial lead exhibited low impedance. On (B)(6) 2015, the lead was checked again and the impedance was normal. Isometrics were performed and the lead exhibited noise. All other electrical values were normal. No intervention was performed and the patient would continue to be monitored.